Manufacturer narrative:
Evaluation summary; baxter failure investigation lab performed the analysis on the sample, which revealed leakage between minicap and the female connector. The small crack was observed at the bottom of the female connector. Reference CAPA for information on root cause investigation and corrective/preventive action relating to this complaint. Renal product surveillance and quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends.

Event description:
Baxter reported, "povidone lodine leaked from the connection between a transfer set and minicap." The date of how long the set was in place is unk. There was no patient injury or medical intervention associated with this incident per baxter.